Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, 4 threads broke very easily when taking out of the package. There was no patient involved.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found that the sutures were performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. The visual inspection of the opened samples noted three sutures and no needles. One of the sutures had completely degraded, and others crumbled upon trying to remove them from the retainer. Functionally, a rip down test was performed for one of the foils and no issues were observed in the sealing area and the vent holes were totally sealed. A bubble leak test was performed for the remaining two samples, and the results were satisfactory. It was reported that the suture thread broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.